Event description:
It was reported that the insulin pump was uploaded and showed boluses of 23.0 units on different days. Verified the bolus history and found that the maximum bolus was sent to 23.0 units. It was stated that the customer did not deliver the boluses recorded in the bolus history. Advised the customer to stay on back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
Multiple alarms in the alarm history screen due to corrupted history file. The insulin pump was up loaded using carelink pro. There was no data listed for (B)(6) 2011, however, carelink pro properly listed the current test bolus. The insulin pump was down loaded. The down load history filed listed multiple alarms due to corrupted history files. Unable to verify bolus anomaly due to corrupted history file. The insulin pump was programmed and monitored with no unexpected bolus delivery noted. The insulin was programmed with multiple test boluses. All boluses were properly listed in the bolus history screen. No history anomaly or bolus anomaly noted during the testing. The insulin pump passed the self test displacement test.